Event description:
It was reported that the patient presented to the clinic with diaphragmatic stimulation from the left ventricular (lv) lead which was resolved by changing the lv pacing configuration. Also, the device which had only been implanted approximately two and a half months was indicating device longevity of two years. The lv lead and device both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: c4tr01 implantable pulse generator (B)(6) 2012-12; 50760 implantable pacing lead (B)(6) 2012. (B)(4).